Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an initializing screen without manual restart and an adverse event occurred. The patient¿s father stated the receiver was restarting and was not providing readings. He indicated that the patient had picked up a virus and due to not being able to tell if his blood sugars were high or low, the patient became dehydrated and had a to go to the hospital. The patient¿s father stated the patient was on the verge of diabetic ketoacidosis (dka) and was placed on an intravenous (IV) drip and was in the hospital until (B)(6) 2018. At the time of contact, the patient was doing good. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Date of this report - additional. Describe event or problem ¿ additional. Device available for evaluation - additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed, and the receiver had damage to the window. The receiver was charged and booted successfully. Functional testing was performed, and the test failed; however, it is not related to the customer complaint. A review of the downloaded data did not find errors. The receiver case was opened for further investigation. An internal inspection was performed, and the inspection passed. The reported allegation was not confirmed. A probable cause could not be determined.